Event description:
Spontaneous. Patient reported "new nebulizer set cup group wouldn't work. (Tube ok) had to use earlier cup group." No missed dose or adverse event reported. Unknown if md aware or if device is available. No further information provided. Frequency: daily for 28 days on then 28 days off. Reported to (B)(6) by pt/caregiver.